Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 12/13/2016. Date of follow-up report : 01/23/2017. One used lf1544 device was received for evaluation and the returned product did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found the latch was broken but not locked. The reported condition was confirmed, the latch did not function properly. The latch could not be retracted or released to open and close the jaws. The device could not be tested for activation in the condition it was received. There was no compression force to grasp due to a broken latch. The knife could be advanced and retraced in the knife track by pulling the knife trigger with the device unlatched. The investigator found the latch tines inside the handle body to be broken. The broken latch mechanism allowed the knife to advance when the jaws were not latched. The lot number for this device is unknown, a CAPA was opened to address this issue. Manufacturing non-conformance review could not be determined since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that in the middle of the laparoscopic surgery for prostate cancer procedure, the handswitch was pressed but the device was not activated. There was no patient harm and nothing fell into the cavity. The device was returned for investigation and initial inspection discovered that the jaw latch mechanism was broken allowing the knife to advance on knife track when the jaws were opened.